Manufacturer narrative:
Device evaluated by manufacturer: the carotid device was returned for analysis with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual and tactile examination identified no issues with the sheath of the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that the tail end of the stent could not be opened. The 70% stenosed target lesion was located in the c1 segment of the right internal carotid artery. A filterwire was advanced and then balloon dilation was performed. The 10.0-24 carotid wallstent was placed for treatment; however, the tail end of the stent could not be opened; the lower part did not expand. After many unsuccessful attempts, the physician decided to withdraw the stent. During the withdrawal, the stent was dislodged in the y valve. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that the lesion was non-tortuous and mildly calcified. During the procedure, the stent was not implanted; it was retrieved to the delivery system and was withdrawn through the guide catheter. However, during the retrieval process, the stent dislodged in the y valve.

Event description:
It was reported that the tail end of the stent could not be opened. The 70% stenosed target lesion was located in the c1 segment of the right internal carotid artery. A filterwire was advanced and then balloon dilation was performed. The 10.0-24 carotid wallstent was placed for treatment; however, the tail end of the stent could not be opened; the lower part did not expand. After many unsuccessful attempts, the physician decided to withdraw the stent. During the withdrawal, the stent was dislodged in the y valve. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that the lesion was non-tortuous and mildly calcified. During the procedure, the stent was not implanted; it was retrieved to the delivery system and was withdrawn through the guide catheter. However, during the retrieval process, the stent dislodged in the y valve.

Manufacturer narrative:
E1 - initial reporter zip/post code: added h6 - evaluation conclusion codes: updated device evaluated by manufacturer: the carotid device was returned for analysis with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual and tactile examination identified no issues with the sheath of the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that the tail end of the stent could not be opened. The 70% stenosed target lesion was located in the c1 segment of the right internal carotid artery. A filterwire was advanced and then balloon dilation was performed. The 10.0-24 carotid wallstent was placed for treatment; however, the tail end of the stent could not be opened; the lower part did not expand. After many unsuccessful attempts, the physician decided to withdraw the stent. During the withdrawal, the stent was dislodged in the y valve. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.